Manufacturer narrative:
The reagent lot number is 93730901 and the expiration date is 30-nov-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas c 703 analytical unit. The initial result was 3.57 mg/dl. The sample was repeated on another analyzer and the result was 0.577 mg/dl. The sample was repeated again on the initial analyzer and the result was 0.576 mg/dl. The repeat results were deemed correct.